Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's past blood glucose(bg) levels were not impacted; the current bg level was 250 mg/dl and a correction bolus via the pump was delivered to address the bg level. No troubleshooting was performed for the past occlusion alarms and the customer declined troubleshooting for the current occlusion alarm. The customer believes that the occlusion alarms are due to having issues with their infusion set site placements. The customer stated their pump supplies would be changed.